Event description:
Additional information received from the consumer reported due to depression and other things they didn¿t keep their battery charged, and therefore therapy stopped, and they have tremors that were pretty bad.after the patient received their replacement programmer, they needed help turning therapy back on. During the call the patient was able to connect and turn therapy back on and they ¿felt stimulation come back on.¿ the neurostimulator was charged to 100%, but the patient noted it had been challenging to charge the implant because the physician implanted the device too deep so they used a belt to hold the recharger tightly over the implant while charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient was struggling with writing and eating without their programmer. The event was ongoing, but they were directed to call patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated negligence in charging their implanted neurostimulator (ins). When the ins got charged, they e experienced severe hand shaking and thought it was because their ins was turned off. The patient was unable to turn on and use their recharger as in an attempt to take the back off the device, they broke it. They were trying to use this recharger to turn on their ins. The patient clarified that they use a wireless recharger to charge their implant while their other recharger is the only device used for turning the ins on. The patient was connected to field staff for assistance in turning the implant back on. The issue was not resolved. [See general text info for details on omitted information.].